Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the footprint ultra suture anchor broke when the suture was tightened for implantation. Surgery was resumed using a back-up device instead, however, it is unknown if there was any delay. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The anchor, some suture material, and the insertion device were returned. The anchor is fractured at the suture window. The insertion device is bent at the distal end. There is biological debris on the anchor, suture material and insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per case details, the suture anchor broke when the suture was tightened for implantation. The provided undated/unlabeled photo was reviewed and appears to show the anchor without a tip, along with the suture and the insertion device inside of the clear smith and nephew packaging. Reportedly, the procedure resumed using a back-up device and it is unknown if a procedural delay occurred. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. If a portion of the footprint anchor remains retained in the patient, it is made of a bio-composite material which is intended for implantation to allow for bone ingrowth. If the anchor was retained, it is unknown if the footprint anchor will migrate, and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.